Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The leak was a diluent leak of a few drops from the blood sampling valve (bsv) on the instrument. The leak was not contained within the instrument. There were no instrument generated error messages. The operator was wearing personal protective equipment of lab coat and gloves. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced a slow reacting bsv (blood sampling valve) actuator which resulted in incomplete rotations at the bsv. The replacement resolved the leak. Identification of failure modes: failure mode is related to the blood sampling valve (bsv) actuator. No erroneous results were associated with this event. Upon recur of the failure mode identified; it is likely to cause erroneous results for all parameters due to segmentation error at the bsv. Evaluation of labeling: beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).